Event description:
It was reported that during the implant procedure the right ventricular (rv) lead experienced high thresholds. Multiple locations were attempted, all with high thresholds. The lead was removed and a different lead was implanted without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).